Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tap was returned after the lending period with a bent tip. This issue was discovered during the acceptance inspection. There was no patient involvement.

Manufacturer narrative:
D9, h3: the hardware was returned and analysis was performed. The reported issue was confirmed. The tip was bent. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.